Manufacturer narrative:
(B)(4). The customer reported a failed therapy knob and failing main board. His complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure therapy knob and falling main board.